Event description:
It was reported that the atrial lead had low impedance and high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012; 4193 lead, implanted (B)(6) 2004. (B)(4).